Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. The customer reported that they are having trouble with the set up of the new insulin pump. The customer's blood glucose at the time of the event was 296 mg/dl. The customer requested assistance with the programming of the insulin pump and they were assisted for the programming. The customer reported that she had high blood glucose but they do not have a insulin pump to troubleshoot on so the troubleshooting was not performed. The insulin pump will not be returned for analysis.